Event description:
It was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was noted that the atrial lead exhibited failure to capture. Programming changes were performed. The patient was in stable condition.